Event description:
The customer observed falsely depressed alinity c carbon dioxide results for multiple samples. The following example data was provided (customer provided normal range: 22 to 29 mmol/l): sample 1: initial result = 16 mmol/l, repeats = 21 mmol/l and 24 mmol/l sample 2: initial result = 14 mmol/l, repeats 21 mmol/l, 23 mmol/l, and 24 mmol/l the initial results were generated at the end of may 2024 and the samples were repeated at the beginning of june 2024. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results for multiple samples. The following example data was provided (customer provided normal range: 22 to 29 mmol/l): sample 1: initial result = 16 mmol/l, repeats = 21 mmol/l and 24 mmol/l. Sample 2: initial result = 14 mmol/l, repeats 21 mmol/l, 23 mmol/l, and 24 mmol/l. The initial results were generated at the end of (B)(6) 2024 and the samples were repeated at the beginning of (B)(6) 2024. No impact to patient management was reported. Additional data was provided by the customer: the patient for sample 1 was previously running 16 mmol/l, 17 mmol/l, 15 mmol/l, 17 mmol/l, 21 mmol/l, now running 23 mmol/l, 24 mmol/l.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional patient information provided by the customer. No definitive part of the alinity c processing module was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.